Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that due to carelink download requirement new battery was inserted in the insulin pump as it was switched off. Pump error and power loss alarms occurred. There was no insulin within the reservoir. It was reported that the customer was found deceased at their home address last year. The cause of death is under investigation by police. No further details have been provided.